Event description:
Primary surgery - during surgery, the box of part #932-36-252, lot# 728f1089 was opened. It was immediately noticed that the inner packaged item was labeled 931-28-248, lot # 685f1034. The product was not implanted and will be returned for inspection.

Manufacturer narrative:
There was a cleanroom processing error which did not match up the pouched product, after sterilization, back to its work order and remaining product labels. Furthermore, the subsequent operation had the opportunity to identify this error and the following quality check operation didn't identify the error as well, resulting in two full lot swaps. The attention to detail required for these last two operations was lacking. This inconsistently labeled device was not used in surgery. There was no delay in surgery and another suitable device was available for use. The primary surgery was completed as intended. The device was made available to djo surgical for examination. (B)(4). Corrective and preventive action (CAPA) (B)(4) was also initiated to document any corrective and preventative actions associated with this processing error.